Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was a big crack on the back of the customer's insulin pump. The patient's blood glucose at the time of incident is unknown. The insulin pump may have been dropped but the caller was unsure of how the crack occurred. The device began to blink white and black. Troubleshooting did not occur as the customer was not available at the time of call. The insulin pump will be returned and replaced.

Manufacturer narrative:
The pump was received with a blank display due to a corroded electronic assembly. No blinking white/black display anomaly was noted. The motor assembly and battery tube was found corroded. The pump was received with a cracked case on the back at the battery tube area and battery tube threads. The pump had minor scratches on the lcd window, case and keypad overlay, as well as a stained serial number label.